Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the while cisplatin (chemotherapy) was infusing. As the patient was going to the bathroom, the tubing became stretched and snapped apart at the lower fitment. Approximately 250ml spilled on floor, bed sheets, and on the patient. This occurred on an inpatient unit.